Event description:
It was reported that the pump battery was depleting quickly, and that the pump has shutdown due to temperature alarms. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.